Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected and confirmed that the system did not boot up and had button activated message. The fse performed the troubleshooting and found that cable was loose underneath the table. Fse retested all the button and ran diagnostic on input controller and reset the system. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.